Event description:
It was reported that one device was used during an unknown procedure. It was reported by the affiliate that the mcm20 was used. The device would not deliver clips (feed). Another device was used to complete the case. There was no consequence to the patient.